Event description:
During a rotational atherectomy procedure, the wire fractured and the burr dislodged. The lesion being treated was located in a severely calcified circumflex. The advancer did not rotate the burr and was exchanged for another device. The 1.25 mm burr was run along the wire. During ablation, the wire tip sheared off and the burr dislodged causing a perforation of the vessel. The physician did not treat the perforation. No attempt was made to retrieve the wire tip and it remains in the pt. The pt was taking reopro and heparin and ten units of platelets were administered after the incident. Pt was sent to the ICU in stable condition. Same case as manufacturer's #: 66000118-2005-00006